Event description:
IV noted to be leaking. Upon removing wrapped site, it was noted that IV catheter was broken at hub. Arm/IV site was previously on an arm board, wrapped in cling bandage. IV component removed from site without adverse outcome. IV used for IV fluid and antibiotic administration.